Event description:
A customer reported erroneous low potassium test results were obtained for one patient sample when using the au680 clinical chemistry analyzer. The customer stated that these results were not reported outside of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer observed bubbling within the reference block and were unsure of the source. The field service engineer (fse) evaluated the analyzer and verified the customer's observation. The fse replaced the ref (reference) valve and ise (ion selective electrode) tubing as a preventative measure. The fse then primed the ise and did not observe any bubbles. Calibrations, precision and qc were performed, with all results passing within specifications. Identification of failure mode: ref valve was replaced and bubbles were removed within the line.